Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 350 mg/dl at the time of the incident. The customer's blood glucose was 160 mg/dl at the time of call. The customer stated that she treated the high blood glucose with manual injection. The customer stated that she was given fluids and insulin drip at the hospital. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that she cut back on her basal. The customer declined to perform high blood glucose. The insulin pump will not be returned for analysis.